Event description:
A consumer reported experiencing ocular redness, burning, pain, swelling, discharge, photophobia, blurry vision and observed a ring around her iris with use of this bottle of product. She stated an optometrist diagnosed "infectious corneal ulcers" and treated her with ocular antibiotic/steroid drops and an antibiotic ointment. She discontinued contact lens wear and product use. At a visit to the optometrist in 2008, she indicated her eyes were much improved, medications were discontinued, and she initiated use of an ocular lubricant. At another visit to the optometrist one week later, the optometrist observed only one small peripheral scar that does not affect vision and symptoms had resolved, according to the consumer. She restarted lens wear (acuvue oasys). The following month, the consumer stated she has had no further problems. She stated she has used this product in the past without difficulty. The consumer reported she observed a black substance on the inside of the cap and around the ring of this bottle of product. The bottle has not been returned and she declined to provide physician contact info at this time.

Manufacturer narrative:
Eval summary: the complaint device associated with this report has not been received for eval. Batch records were reviewed for lot 135940f and no deviations were identified. The chemistry and microbiology test results were reviewed and found to be acceptable. No similar reports were found for lot 135940f. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary. Info was requested from the consumer on 7/17/2008 (2), 7/24/2008 and 8/12/2008. Info was provided by the consumer on 7/17/2008, 7/24/2008 and 8/12/2008. (For use when an appropriate patient code cannot be identified)) - this report was mailed to FDA on: 8/15/2008.